Manufacturer narrative:
Hamilton medical ag ref. Nr: (B)(4). Investigation ongoing.

Event description:
Hamilton medical ag received the following event description: "c6 powers off by itself" on (B)(6) 2026 @ 1:30pm. The ventilator was replaced. No harm to the patient was reported. Currently, the event is under investigation to verify the reported allegations.